Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2019 with blood glucose level was 900 mg/dl at time of incident and the other blood glucose level was over 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event because in the hospital. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.